Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the device leaked. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 3109102. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the device leaked. No patient impact reported.